Manufacturer narrative:
The product was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the pt's hyperglycemia and hospitalization. No product lot number was reported therefore no qualification records could be reviewed. The omnipod user's guide warns to "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." And advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."

Event description:
The pt's mother reported that the pod was activated in the morning on (B)(6) 2012. The pt was at school when she started feeling sick. She checked her blood glucose and it was slightly elevated; she gave a correction bolus using the pdm bolus calculator (no bg level or exact dosage reported). Later in the day, she became sicker and started to vomit. Her mother picked the pt up from school and then called their hcp who recommended they continue to give correction boluses using the pdm bolus calculator. The daughter's bg continued to rise, so the mother decided to deactivate the pod and gave a manual injection (exact dosage not reported). The pt was then taken to the ER where she was treated with an insulin drip and fluids for dehydration. She stayed in the ER for about 5 hrs.